Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of missing ventricular is-1 setscrew was confirmed. X-ray inspection confirmed the ventricular setscrew was missing. The anomaly is believed to have occurred due to a manufacturing error.

Event description:
It was reported that the ICD was not implanted due to a missing set screw in the v sense connector. The device was returned.